Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) (B)(4) alleging that a onetouch verio pro plus meter misclassified a blood sample for control solution. The complaint was classified based on additional information obtained during a follow up call with the reporter. The reporter stated that the alleged product issue occurred at an unspecified time on (B)(6) 2017. The reporter noted that at this time the patient¿s blood glucose was measured and an unspecified control solution result was obtained. The reporter stated that this result was obtained when using a new test strip. The reporter also stated that a re-test was performed with control solution and an unspecified control solution result was obtained. The reporter stated that the results differed from the patient¿s ear lobe and fingertip; however, it is not clear which sample site provided the control solution result when testing with blood. It is reported that the patient was given an unspecified dosage of an unspecified type insulin an unspecified period of time after this. The result which this insulin dosage was based on is also not known. An unspecified period of time after this dosage was given the patient developed the symptom of ¿sweating¿; a symptom which was associated with hypoglycemia. It is not known what treatment, if any, the patient received due to this but the reporter stated that the patient ¿had no problems¿ after treatment was received. At the time of troubleshooting, the customer service representative was unable to resolve the issue. The subject products were requested for evaluation. This complaint is being reported because the reporter claims that the subject meter misclassified a blood glucose result as a control solution reading. This led to the patient receiving insulin and developing symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.